Event description:
It was reported that the patient underwent a 24-hour holter monitoring due to dizziness. During the monitoring it was discovered that the patient had forty-five nine-second cardiac pauses that only occurred during the patient¿s sleep. It is unknown if the event corresponded with device stimulation. The patient was seen by neurologist and device settings were lowered. The neurologist was unsure if the cardiac pauses were related to vns therapy and referred the patient to a cardiologist. The holter monitor was repeated at the lower settings at which time the patient was noted to be asymptomatic. The cardiologist believed that since the events did not recur at the lower settings that the cardiac pauses were related to vns therapy; however, the cardiologist¿s partner, an electrophysiologist, believes that the cardiac pauses are a result of an underlying condition. It was reported that the electrophysiologist wants to run further testing to determine the relationship when the settings are adjusted. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient underwent implant of a pacemaker on (B)(6) 2013. It was reported that the patient has not been seen by the neurologist since being implanted with the pacemaker.

Event description:
It was reported that the patient needed a pacmaker placed.

Manufacturer narrative:
.